Manufacturer narrative:
The insulin pump had missing segments due to severely cracked and bleeding lcd glass. Analysis was unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test due to lcd damage. The insulin pump had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. No moisture damage noted on the electronic assembly or on the motor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer got hospitalized 2 weeks prior to the call due to low blood glucose, with blood glucose of 45 mg/dl at the time of the incident. The caller does not know the cause of the low. The caller also reported a leaking display on the pump's left side. The caller is unable to see almost anything on the screen. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed and no further information was provided. The insulin pump will be returned for analysis.